Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The device was received with cracked display window corner, reservoir tube lip, belt clip slot, minor scratched display window. The drive support disk was inspected and no anomaly was noted.

Event description:
Customer has reported damage to insulin pump. Customer states the drive support cap on insulin pump is flush. Customer's blood glucose was 519 mg/dl which was treated with a bolus shot. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.